Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the battery compartment was cracked and there was intermittent power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the pump¿s black box revealed one pump reboot after a replace battery alarm. During investigation, the battery compartment was found to be cracked. The battery cap was not returned with the pump a new test battery cap was able to attach to the pump and was used to complete a 24 hours duration test with no power interruptions being duplicated. The pump¿s cover was removed and there was no evidence o internal moisture or damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).